Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no anomalies identified. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4) is intended for surgical intervention if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial stem; unknown knee tibial insert; mbt revision cem tib tray sz 5; unknown knee femoral component; unknown knee patella.

Event description:
Planned revision of mbt tibial stem because of fracture. Doi: unknown. Dor: (B)(6) 2018.